Manufacturer narrative:
Section d4 suspect medical device, lot # was corrected.

Manufacturer narrative:
Sections d2, d9, and h4 were updated. The reported complaint regarding difficulty retracting the guidewire was confirmed during visual inspection. The returned guidewire was observed to be kinked with several bends along its length. The probable root cause could be user handling. The guidewire was returned inside the catheter. The guidewire was able to be removed from the catheter. The guidewire had one kink and three bends along its length. Further testing could not be performed due to the condition in which the guidewire was received. Historical complaints were reviewed for investigation results related to the reported complaint, and there was no previous history of complaints reported for the guidewire with lot number 10237110.

Manufacturer narrative:
G4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the guidewire in complaint for investigation. A follow-up report will be submitted if and when the product is returned, and an investigation has been completed.

Event description:
The quattro catheter (lot # 208953) was smoothly inserted into the patient's right femoral vein. After the insertion, the customer was unable to retract the guidewire to remove it. Therefore, the physician had to remove both the catheter and the guidewire. A new catheter kit was used and inserted without problems. There were no complaints or issues with the catheter. No patient injury was reported. No consequences or impacts on the patient.